Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported air detector error which confirmed as an upstream occlusion alarm. The false messages were found to be caused by low ultrasonic readings with a fluid filled set. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had an air detector error. Any pt involvement, injury or medical intervention is unk.